Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems, vaginal scarring, emotional distress and a product problem. The plaintiff underwent dissection and release of band and another device was implanted. The mesh was partially implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as disseminated intravascular coagulation, sepsis, bilateral pneumonia, chron's colitis, liver failure, chronic obstructive pulmonary disease and anemia. Related to manufacturer report #: 3011770902-2016-00336, 3011770902-2016-00337